Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient was critically ill on extracorporeal membrane oxygenation (ECMO), intubation, dobutamine, epinephrine, levophed; vasopressin, continuous renal replacement therapy (crrt), and infection workup. Log files were submitted for review. The event log captured 3 low flow alarms as well as brief low flow estimates when the calculated pulsatility index (pi) was elevated on (B)(6) 2025 from 19:44 to 19:59. The estimated flow was fluctuating below 2.5 lpm threshold. Most of these events were brief and didn¿t generate the alarms (less than 10 seconds to trigger the alarms). The estimated flows were averaging from 1.2 to 2.4 lpm and pi was averaging from 3.7 to 8.5 during these events. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the event log. The event log proceeded to capture a low power advisory (f13) on the black power cable on (B)(6) 2025 at 04:41. The event log file also captured frequent pi events on 26jul2025 from 08:32 to 14:39. It was later reported that the patient passed away due to multisystem organ failure on (B)(6) 2025.

Manufacturer narrative:
Corrected data: section e3: occupation corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined. The controller event log file contained events from (B)(6) 2025 through (B)(6) 2025. Intermittent low flow events were captured on (B)(6) 2025, resulting in a total of three transient low flow hazard alarms. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. No other notable events or alarms were captured, and the pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instruction for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists infection, multiple types of organ failure and dysfunction (including renal dysfunction), and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.